Event description:
Patient reported that the bottom of the device display appears to have burned. Patient noted that the device was not warm to the touch. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product replacement product was shipped.